Event description:
The customer reported that they went on duty at 07:00am and the tip of the nasoenteral tube where it receives the diet was broken which resulted in the replacement of the tube per clinicians. Per additional information provided on june 06, 2022, the break was in the y-port which caused a leak. No injuries occurred.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for evaluation. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. However, a corrective and preventive action has been initiated to address the reported issue.